Manufacturer narrative:
(B)(4). Date sent: 9/20/2024 d4: batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap anterior resection procedure, surgeon put contour across and tried to close it and it wouldn't ratchet shut. Surgeon tried to close the device 3 or 4 times, took it out, and the staples had partially fired but not fully deployed. Surgeon then realized that the staples had been deployed and kept firing into the bowel without forming the b-shaped staples, they remained in the device. So, they were just punching hundreds of tiny holes in the rectum each time the surgeon tried to shut it. Surgeon completed the resection using signia stapler with 2 x purple reloads. Patient is doing well.

Manufacturer narrative:
(B)(4). Date sent: 10/15/2024. D4: batch #939c75. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cs40g device was received with no apparent damage and with a reload loaded in the device. The reload was received with all staples protruding, the washer uncut and with the knife recessed below the reload deck. The drivers were noted to be partially advance. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The condition of the reload is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 939c75, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/1/2024. Additional information was requested, and the following was obtained: 1. Which hospital did the event occur at? (B)(6). 2. Was there any blood loss? If yes how much? Unknown. 3. Were there any patient consequences? No, patient is now doing well. 4. Was the procedure completed successfully? Yes. 5. Is the surgeon experienced with the product? Reasonably, been using for approx. 5 years. 6. What action was taken? Used signia. 7. Did you attend the case? No. Photo summary: this is an analysis of two photos submitted for evaluation. During the visual analysis, the following was observed: the photos show a green reload with all staples protruding. The condition of the reload is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited.